Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information was requested and the following was obtained:how long was the procedure prolonged? How was the patient impacted?case prolonged only a couple of minutes. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.